Event description:
Colorado department of public health received an organism from a local hospital. The hospital received n. Meningitis misidentified as n. Lactamica using the hnid panel type and, the department of health identified the organism as n. Meningitis. The results were reported to the physician. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Evaluation: other - routine monitoring of complaint history and performance trends to ensure performance is within claims. Results - other - other test performed by the lab gave different results. Conclusions: other - product is within performance claims. The cause of the discrepant results is unknown.